Event description:
It was reported that the physician used the super arrow-flex sheath to insert the balloon into the left femoral artery. During the insertion, the balloon was "blocked in the sheath." The physician pushed the balloon into the sheath and succeeded in placing the balloon in the aortic arch. When he connected the intra-aortic balloon (iab) to the intra-aortic balloon pump, the balloon did not inflate correctly; only a small part of the balloon inflated and an alarm message appeared "kink problem." The physician removed the iab and the sheath as one unit. He decided to insert another balloon. Add'l info rec'd on 4/19/2010 by the quality assistant from the customer stated, "after removal of the second iab, the physician did not insert another iab, so the pt had not an iab inserted at the time of death." Reference MDR # 1219856-2010-00291 for the second report.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.